Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came to the hospital due to a right ventricular (rv) lead alert. During arm movement, rv lead impedance values were high and sensing values were stable. It was noted that a warning had occurred for suspended therapy. Evaluation of additional information indicated elevated ventricular- sensing integrity count (sic) with several non sustained ventricular tachycardia (nsvt) episodes. It was later determined that the rv lead issues were of physiologic nature. Recommendation to adjust rv lead sensitivity was made, and the lead remains in use. No patient complications have been reported as a result of this event.